Event description:
A customer contacted beckman coulter inc. (Bci) in regards to level sensor error post loading of the glucose cartridge. No injury was reported.

Manufacturer narrative:
The customer noticed the leak at the cartridge seam. A replacement was sent to the customer.